Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that reported issue could not be reproduced and that settings were confirmed on the navigation system. The representative then returned to the site at a later date and replaced the monitor. The system then passed the system checkout and was found to be fully functional. The monitor has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, the monitor on the surgeon cart for the navigation system lost display functionality. There was no reported impact on patient outcome. The reported issue was reported to have not affected the procedure as the site was finished with the navigation system for the procedure. It was noted that the navigation system was powered on for seven consecutive hours when the reported issue happened. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found that the monitor was functioning as intended, no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the main cart monitor turned completely black. Surgery proceeded using the camera cart monitor. There was no known impact to the patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.